Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02072. Follow-up identified the leads were revised on (B)(6) 2016 after which time effective therapy was restored in both legs the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR report#1627487-2016-02072. It was reported the patient suffered a fall approximately a week ago. Reportedly, stimulation was lost in the left leg and could be felt in undesired locations. Reprogramming was attempted to no avail. Therefore, x-rays were ordered. Follow-up identified x-rays confirmed the leads have migrated to a higher level than the original placement. As a result, surgical intervention may be undertaken as the next course of action to address the issue.